Event description:
The customer reported that the left (live) monitor was intermittently not working. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with this event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The electromagnetic interference - control panel processor (emi-cpp) was evaluated and replaced. The system was tested and found to be working as intended and returned to service.